Manufacturer narrative:
Initial reporter: address unavailable. (B)(6) address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found in the syringe plunger of a bd precisionglide¿ specialty with sterile hypodermic needle while injecting medication into a patient's eye. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: qn review: one notification was written for point damage for assembly batch 7059580. 212,739 parts were scrapped. DHR review: assembly batch 7059580 had 117 visual inspections performed on 6,000 parts with one defect recorded for point damage (see qn review). Cleaning was performed 15 times during the assembly of this batch. Investigation results: not applicable - no samples or photos were available. Investigation conclusion: the defect could not be confirmed as reported.